Event description:
A customer reported she received the following readings on her blood glucose meter within 10 minutes: 410 mg/dl and 105 mg/dl. Results were plotted on a parkes error grid and fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter (B) (4) and test strips (lot # 0825539) were returned for an investigation. The complaint was not confirmed. All results were within the range specification during control solution testing. The readings of 412 mg/dl and 105 mg/dl were found in the meter memory log within a ten-minute timeframe (date: (B) (6) 2010). This is the final report.